Event description:
The device involved in this MDR report was implanted in 2003, during scheduled follow up in late 2007, the device could not be interrogated. Therefore, it was explanted. This device was listed in the field safety notice issued in 2005 (group no. 2). This was recorded under recall in the united states.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. During an internal review process, the company discovered that this MDR was prepared but inadvertently was not submitted. Therefore, the MDR is being submitted at this time. The analysis of this device is pending.